Event description:
It was reported, a doctor implanted mimix qs in 3 patients, he had to go back in and remove the mimix qs in 2 of the patients due to infections. During discussion with the doctor, he indicated the infection has nothing to do with the mimix qs product.

Manufacturer narrative:
According to the doctor, the infection the patient developed was not caused by the mimix qs. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.